Manufacturer narrative:
The pump unable to passed self test. All buttons not function properly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Unit was successfully downloaded using thump software. On adapt, a stuck key alarm was found in the history file on event date alarm found (61) was recorded on 09/09/2024 19:43:50.000hour. Keypad anomaly/stuck button is confirmed due to moisture damage on keypad, electronic assembly (pcba 1 and pcba 2). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay and stained keypad overlay . Stuck button alarm did confirm due to moisture damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposed to moisture and hyperglycemia. The customer reported blood glucose value of 440 mg/dl and treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer reported receiving a stuck button alarm after pump was exposed to change in altitude. Customer removed and reinstalled battery cap without removing battery but pump did not return to normal function. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. It was unknown whether continued using the device or not. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.